Event description:
Customer reported that he had air bubbles in infusion set tubing and in his reservoir. Customer stated that he sees a leak of insulin from tubing set near quick release. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.